Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6017272 was provided. Complaint was classified as serious injury under malfunction code: leak between tubing and site connector - detachment / significant wetness. A query was run in the electronic quality management system (eqms) on 28-may-2026 against "lot number" "6017272" and similar malfunction code: leak between tubing and site connector - detachment / significant wetness, leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur no records were identified for this lot and similar related issues. A non-conformance (nc)/corrective and preventive action (CAPA) query search was run in the eqms system performed on 28-may-2026 against "lot/batch number" "6017272". No records were found. Batch record review: sub assembly batch record with lot 6a01583 for the main batch record with lot 6017272 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: batch record review supports compliance with manufacturing and quality requirements; no issues identified. Testing did not confirm the reported issue; no nonconformance identified. Based on the available information and the investigation performed, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issue with infusion set tubing got detached and experienced high blood glucose event and treated with insulin pen on (B)(6) 2026.